Event description:
Patient revised for pain, pseudo tumor, and elevated cobalt/chrome level.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2218848, bg4dp4000, yk1jj1000, and a1xex1000 . A search of the complaint database finds additional reported incidents against lot code 2378481 since their release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the head and screw reported part and lot code combinations; one prior report for the metal insert part and lot code combination. However, review of the as400 system show that 11 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain, pseudo tumor, and elevated cobalt/chrome level. Update: (B)(6) 2012. Litigation papers received. Update: (B)(6) 2012 - medical records and patient fact sheet received. There is no new additional information that would affect the investigation. Records are available on the l\drive if needed for further review. Update: (B)(6) 2013- upon medical record review by a medical professional, it was discovered that the patient suffered from significant fluid build-up, metallosis, and black staining of the trunion- identified as corrosion. The cup and stem have now been added and all products reported.

Manufacturer narrative:
(B)(4).

Event description:
Added expiration date of metal liner and metal head, lawyer, and patient state of residence.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.